Manufacturer narrative:
(B)(4). The customer returned one 5f ptd catheter assembly and rotator. It was visually confirmed from the returned sample that the tip is broken off. The assembly appears typical except that the tip is broken off at the base of distal connecter and only a portion is present on end of the basket. Microscopic examination revealed that the tip end is uneven and jagged at the separation point indicating a tear. The end of the connector tip is exposed. The remaining tip material attached to the connector measured 2.0 mm. Signs of use are observed in the basket assembly and catheter sheath. The sheath appears typical with no twists or kinks present. No other defects or damage were observed. Functional testing was performed with the returned assembly and a lab inventory rotator. The assembly functioned as expected. The lot number reported (13r16l0014) is not a lot number associated with the finished good part number pt-65509. A review of the sales history for this customer could not determine a potential lot number; therefore, a DHR review could not be performed for this complaint. (Con't) other remarks: the instructions for use (IFU) for this product, t-65609-132a rev.1, states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2 cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10 cm long, untreatable conditions or large pseudo aneurysm. The reported complaint of the distal basket tip separated from the basket was confirmed through visual inspection of the returned sample. A portion of the tip remained attached to the distal connector and appeared uneven and jagged indicating a tear. According to the report the separated piece of the tip broke off in the patient and was pushed to the side, therefore, it remained in the patient. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. CAPA (B)(4) has been previously initiated to further investigate this issue.

Event description:
The customer reports that when the physician inserted the treotola on the first insertion the tip broke off in the patient. They placed a stent and moved it out to the side. Intervention - a covered stent was placed in the patient. No patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer. The results of the investigation are incomplete at this time.

Event description:
The customer reports that when the physician inserted the treotola on the first insertion the tip broke off in the patient. They placed a stent and moved it out to the side. Intervention: a covered stent was placed in the patient. No patient harm reported.